Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient developed complete heart block. Subsequently a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
Medtronic received information that following the implant of this bioprosthetic valve, the patient developed 2nd degree atrio-ventricular (av) block and left bundle branch block (lbbb). Subsequently a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore will not be returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Cardiac dysrhythmias related condition is known potential adverse events per the mosaic IFU. Based on the received information, the patient developed complete heart block and was resolved with permanent pacemaker implantation.